Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned for testing. The footswitch was tested per the technical guide. The user¿s request was confirmed. The footswitch was unable to be paired using a known good tfl-pls laser. The batteries were replaced and still were unable to successfully pair it. In addition, a visual inspection was performed; no cracks, dents or other abnormalities found. Based on the results of the investigation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that issue occurred during the therapeutic procedure (laser lithotripsy), there was an approximate ten (10) minute length of delay due to the issue, and the patient was under anesthesia at the time.

Manufacturer narrative:
This report is being supplemented to provide correction/additional information provided by the customer. B5/event description: the customer reported that issue occurred during the therapeutic procedure (laser lithotripsy), there was an approximate ten (10) minute length of delay due to the issue, and the patient was under anesthesia at the time. Corrected information was that the issue occurred during the procedure and not during preparation for use (as initially indicated).

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was expected to be returned for evaluation, but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an issue with pairing the tfl laser footswitch (wireless). The issue was found during preparation for use and the procedure was completed with a similar device. There was no patient harm associated with the event.